Event description:
It was reported that this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited t and p-wave oversensing that resulted in delivery of an inappropriate shock. It was reported that the patient was laying on their left side at the time. The patient was seen for an in clinic follow up. Small r-wave signal amplitudes were observed with t and p-wave oversensing. Additionally, two atrial fibrillation (af) episodes were observed that were determined to be false/positives due to oversensing. Some baseline noise was created in clinic when the patient was on their left side, however, the device appropriately marked the noise as such. Some noise was also observed on the presenting electrogram as well as in the device counters. Technical services (ts) discussed programming and troubleshooting options. The sensing vector was reprogrammed to alternate and continued monitoring was planned. Subsequent information was received that an x-ray was performed. The physician suspected a fracture of the electrode, however, the x-ray images were grainy and difficult to confirm a fracture. Technical services (ts) discussed the option of continued monitoring. No adverse patient effects were reported. This device remains in service.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found bends in the electrode body approximately 30 and 75 millimeters (mm) from the terminal end, however, x-rays of the electrode noted no fractures. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited t and p-wave oversensing that resulted in delivery of an inappropriate shock. It was reported that the patient was laying on their left side at the time. The patient was seen for an in clinic follow up. Small r-wave signal amplitudes were observed with t and p-wave oversensing. Additionally, two atrial fibrillation (af) episodes were observed that were determined to be false/positives due to oversensing. Some baseline noise was created in clinic when the patient was on their left side, however, the device appropriately marked the noise as such. Some noise was also observed on the presenting electrogram as well as in the device counters. Technical services (ts) discussed programming and troubleshooting options. The sensing vector was reprogrammed to alternate and monitoring will be continued. Subsequent information was received that an x-ray was performed. The physician suspected a fracture of the electrode, however, the x-ray images were grainy and difficult to confirm a fracture. Technical services (ts) discussed the option of continued monitoring. No adverse patient effects were reported. This device remains in service. It was reported that this electrode was later explanted and returned with no additional information.